Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; full lead in segments returned and analyzed.

Event description:
It was reported that the patient had an infection. The lead was explanted. It subsequently tested out of specification during manufacturer's analysis. No further patient complications have been reported as a result of this event.